Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 29-mar-2022, UDI #: (B)(4), product type: extension. Product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 29-mar-2022, UDI #: (B)(4), product type: extension. Product ID: 3387s-40, lot #: va1s71f, ubd: 03-apr-2021, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's main symptoms were improved after surgery, however the wounds on the right side of their head and neck were not healing. The wound then developed on the ear. Now the wound was broken. Unrecovered, there was swelling on their chest. The healthcare provider (hcp) indicated that this was caused by the patient's physical problems. Re-operation would be considered to replace the ins on their left side. It was unknown if there was more than a 50% reduction in symptoms. Effective measures had not been taken and troubleshooting was unknown. The patient was currently observing at home. It was unknown if the issues were related to the device, therapy, or implant procedure. Additional information received from a consumer indicated the patient had 2 extensions replaced.